Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricle lead exhibited inconsistent capture, high capture threshold, decrease in r wave amplitude and low pacing impedance. Programming changes were made. Subsequently, the lead was explanted and replaced. The patient was in stable condition.